Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and used cartridge for more than 3 days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 113 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.